Event description:
It was noticed while reviewing pt's history that the pt had died due to unk reason. No additional info was found or reported. Good faith attempts to obtain additional info regarding death have been unsuccessful. The cause of death is unk at this time.